Manufacturer narrative:
(B)(4). Returned product consisted of the shelf box for innova 6 x 200 x 130 and the product pouch for innova 6 x 150 x 130. The innova stent delivery system (sds) was not returned for analysis. There was no evidence of any material or manufacturing deficiencies contributing to the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that incorrect component was in the package. The target lesion was located in the left superficial femoral artery. A 6x200x130 innova stent was selected for use to treat the lesion. However, when the packaging was opened, a wrong stent came out of the wrong box. The box had not been tampered and the actual package inside the box was a 6x150 stent. Originally the physician wanted to use a 6x200 stent, but no one realized that it was a 6x150 and so it was actually deployed. The physician opened up another 6x100 epic stent and the procedure was completed. No patient complications were reported and the patient's status was fine.